Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is based on the customer's report of "sometime during the week between (B)(6), 2026, and (B)(6), 2026. The customer doesn't remember the exact date". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. A low glucose reading was displayed with a delay, and the customer was unaware of the changes in glucose levels. As a result, the customer experienced a loss of consciousness. After an unspecified amount of time, the customer regained consciousness and self-treated with coca-cola. There was no report of death or permanent impairment associated with this event.